Event description:
The contact stated the customer tested her blood glucose using her contour meter and received a reading of 500 mg/dl. The customer's glucose was retested using the contact's contour meter, and the result was 174 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation, and replacement products will be sent.